Event description:
It was reported approximately seven years nine months post vena cava filter deployment that three filter limbs were in the lower right lung. Seventeen days later further imaging revealed a detached filter limb in the inferior vena cava. The patient reportedly experiences extreme pain and requires continuous medical monitoring. Based on a review of medical records received, the patient with history of deep venous thrombosis and gi bleed with contraindication to anticoagulation had a vena cava filter deployed below the lowest renal vein. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years eight months post filter deployment, CT scan demonstrated a detached filter limb in the region of the filter. Correlation with patient history and prior images was suggested. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated, perforated and the filter destructed in ivc including detached struts. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years and eight months post filter deployment. Approximately seven years and nine months post filter deployment, CT scan demonstrated a linear metallic density between two of the filter legs. Therefore, based on the provided medical records the investigation is confirmed for detached filter limbs. However, the investigation is inconclusive for perforation of the ivc, filter migration and filter tilt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately seven years nine months post vena cava filter deployment that three filter limbs were in the lower right lung. Seventeen days later further imaging revealed a detached filter limb in the inferior vena cava. The patient reportedly experiences extreme pain and requires continuous medical monitoring. Based on a review of medical records received, the patient with history of deep venous thrombosis and gi bleed with contraindication to anticoagulation had a vena cava filter deployed below the lowest renal vein. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years eight months post filter deployment, CT scan demonstrated a detached filter limb in the region of the filter. Correlation with patient history and prior images was suggested. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, detached and struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the ivc filter destructed in the ivc including broken filter struts and broken filter fragments; filter migration and injuries to the lungs and at least three embolized filter struts in lungs; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years and eight months post filter deployment. Approximately seven years and nine months post filter deployment, CT scan demonstrated a linear metallic density between two of the filter legs. Therefore, based on the provided medical records the investigation is confirmed for detached filter limbs. However, the investigation is inconclusive for perforation of the ivc, filter migration and filter tilt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and one months later, a magnetic resonance imaging (MRI) abdomen with and without contrast was performed and it revealed that the filter was present in slightly high position, with the apex positioned slightly above the level of the renal veins. After six months, the patient complaints of right upper quadrant pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter in unchanged and high position at the level of the renal veins. After two days, an x-ray chest posterior anterior (pa) and lateral was performed, and it revealed two fine linear opacities overlies the right lower lung, which are present on prior study and unchanged. After one year, an x-ray chest anteroposterior (ap) and lateral was performed, and it revealed three embolized filter struts in right lower lung, the third one appearing since with previous examination. After two weeks, a computed tomography (CT) chest abdomen pelvis with contrast was performed and it revealed that the filter noted at the level of the right renal vein. There are 5 metallic legs joining together. On the right side of the inferior vena cava, between 2 of the legs, a linear metallic density was noted which may represent a broken portion of the filter described in the clinical history. The broken stripes of the filter projecting along the medial aortic size of the cava. The attachment portion of the legs of the strut appears to be positioned within the wall the inferior vena cava or at least immediately abuts it. Therefore, the investigation is confirmed for alleged filter tilt, filter migration, filter limb detachment and the perforation of the inferior vena cava. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc, detached and struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the ivc filter destructed in the ivc including broken filter struts and broken filter fragments; filter migration and injuries to the lungs and at least three embolized filter struts in lungs; however, the current status of the patient is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep venous thrombosis, esophageal varices, gi bleed and cirrhosis with contraindication for anticoagulation was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed. The filter deployment system was positioned below the lowest renal vein and the filter was deployed under fluoroscopic guidance. Completion cavogram demonstrated excellent alignment of the filter. All devices were removed and hemostasis was achieved. The patient tolerated the procedure well. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years nine months post filter deployment, CT scan demonstrated a linear metallic density between two of the filter legs. Correlation with patient history and prior images was suggested. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately seven years nine months post vena cava filter deployment that three filter limbs were in the lower right lung. Seventeen days later further imaging revealed a detached filter limb in the inferior vena cava. The patient reportedly experiences extreme pain and requires continuous medical monitoring. Based on a review of medical records received, the patient with history of deep venous thrombosis and gi bleed with contraindication to anticoagulation had a vena cava filter deployed below the lowest renal vein. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years eight months post filter deployment, CT scan demonstrated a detached filter limb in the region of the filter. Correlation with patient history and prior images was suggested. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis, esophageal varices, gi bleed and cirrhosis with contraindication for anticoagulation was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed. The filter deployment system was positioned below the lowest renal vein and the filter was deployed under fluoroscopic guidance. Completion cavogram demonstrated excellent alignment of the filter. All devices were removed and hemostasis was achieved. The patient tolerated the procedure well. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years nine months post filter deployment, CT scan demonstrated a linear metallic density between two of the filter legs. Correlation with patient history and prior images was suggested. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years and eight months post filter deployment. Approximately seven years and nine months post filter deployment, CT scan demonstrated a linear metallic density between two of the filter legs. Therefore, based on the provided medical records the investigation is confirmed for detached filter limbs. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately seven years nine months post vena cava filter deployment that three filter limbs were in the lower right lung. Seventeen days later further imaging revealed a detached filter limb in the inferior vena cava. The patient reportedly experiences extreme pain and requires continuous medical monitoring. Based on a review of medical records received, the patient with history of deep venous thrombosis and gi bleed with contraindication to anticoagulation had a vena cava filter deployed below the lowest renal vein. Approximately seven years eight months post filter deployment, chest x-ray demonstrated three detached filter limbs in the right lower lung, with the third limb appearing since approximately six years eight months post filter deployment. Approximately seven years eight months post filter deployment, CT scan demonstrated a detached filter limb in the region of the filter. Correlation with patient history and prior images was suggested. No additional information was provided in the medical records received.